Event description:
It was reported that, after a tka was performed on (B)(6) 2020, the patient experienced an unspecified adverse event that led to a revision surgery, in which the gen ii resurf patella 38mm was found to be sheared off. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the three pegs, rendering the device inoperative. The device shows signs of extensive use. The pegs were not returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause of the reported sheared component could not be definitively concluded; however, the reported ¿unspecified adverse event¿ was likely a contributing factor. The patient impact beyond the reported unspecified adverse event, intraoperative finding/sheared (disassociated) patellar component, and revision could not be determined, and the current patient health status is unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.